Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Patient's date of year is (B)(6). Medical product: unknown tibial tray catalog # unknown lot # unknown, unknown mg unicondylar inlay catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-11039, 0001825034-2018-11040. Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient is considered for revision due to unknown reason.